Manufacturer narrative:
Pump was received with cracked reservoir tube lip and partially broken retainer. A test reservoir was installed and did not lock in place due to partially broken retainer. Unable to perform the displacement test due to partially broken retainer.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
A supplemental report is needed to correct the originally reported product to the product material in svn 000309166352, mmt-1780kpk, added after the initial report. In addition the failure analysis report was applied to svn 000309166352 and not the svn the complaint was reported on.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip and partially broken retainer. A test reservoir was installed and did not lock in place due to partially broken retainer. Unable to perform the displacement test due to partially broken retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer stated that o-ring in the reservoir housing was chipped away. The customer stated that reservoir lip ring was not lock in place. The insulin pump will be returned for analysis.